Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zct150 intraocular lens(iol) was explanted from patient's right eye in a secondary surgical procedure due to dysphotopsia. No medical/ surgical interventions such as vitrectomy, sutures or incision enlargement were performed. The replacement lens used is a non j&j lens. No further information was provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 12/10/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in a non-jnj lens case. A non-jnj folding carton with customer notes, and additional documentation were received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed one additional complaint from this production order number, however the reported issue is unrelated to this reported complaint, and therefore no further escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.